Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients device received an alert that stated there were out-of-range (oor) low shock impedances of 0 ohms noted. The patient currently has a known fractured subcutaneous lead and the health care professional (hcp) that called boston scientific technical services (ts) asked if that could be part of the issue. Ts stated that a value of 0 is rare, and since programming was change to remove the subcutaneous lead from the picture, that is likely not causing the issues. Defibrillation threshold (dft) test was done a few months back, but ts suggested doing them again to determine the issue. Both leads were removed and successfully replaced. The device remains implanted. To date, no adverse patient effects have been reported.